Event description:
The olympus representative reported the nozzle on the evis lucera gastrointestinal videoscope was clogged, and the air/water supply was defective. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign matter due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle was clogged with foreign matter due to insufficient cleaning noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The observed amount of air supplied was insufficient due to clogging found in air/water nozzle as a result of handling and insufficient cleaning (vinegar). The draining function was reduced causing the clogging condition found on the air/water nozzle. The insertion tube was buckling and bending with peeling on the coating. The adhesive on the bending section was cloudy. The switch unit was deformed, and the forceps plug cap was scraped off due to external factors. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but could not be further identified. There is no information to determine that the event occurred due to the user¿s misuse; therefore, no further presumption could be established on cause of the suggested phenomenon. It is suggested that the user facility perform reprocessing of the device according to the instructions for use. Olympus will continue to monitor field performance for this device.